Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampax pearls string was off. Couldn't get it out [foreign body in reproductive tract]. Tampax pearls string was off [device breakage]. Case narrative: consumer reported via email that the tampon string was off and she couldn't get it out. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampax pearls string was off... Couldn't get it out [foreign body in reproductive tract]. Tampax pearls string was off [device breakage]. Case narrative: consumer reported via email that the tampon string was off and she couldn't get it out. No serious injury was reported.